Event description:
Caller reported a malfunction alarm on a tandem pump, identified as malfunction 199, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller about the malfunction, but the pump was not replaced due to it being out of warranty, and a reset of the malfunction code was not possible. No prior notable events were reported before the malfunction.